Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure. The procedure was completed using another teleflex device.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly with no straightener. Visual examination of the wire revealed the proximal end of the guide wire protruded through the wire snubber. The wire also contained signs of use in the form of biological material on the exterior of the wire. One slight curve was found on the body of the guide wire. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of guide wire bending during use was confirmed by complaint investigation. The guide wire contained one slight bend at the distal end. The proximal end of the guide wire protruded through the wire snubber and contained signs of use. No dimensional issues were identified. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure.the procedure was completed using another teleflex device.